Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon removal difficulties were encountered and insufficient stent apposition occurred. The target lesion was located in the right coronary artery. A 2.50 x 48mm synergy ii drug-eluting stent was implanted in the lesion; however, the physician encountered difficulty in removing the balloon out from the stent and it was noted that the stent was under expansion. To get the balloon out from the stent, the physician used different chronic total occlusion wires (as parallel wires) and another balloon using the parallel balloon technique and the procedure was completed. To ensure the patient's safety, anesthesiology was on standby in the cardiac catheterization lab. No further patient complications were reported and the patient's status was well and they were discharged.

Manufacturer narrative:
Device is a combination product.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 07:27 am CT.the report number is being corrected from: 2134265-2018-64260to: 2134265-2018-62741.

Event description:
It was reported that balloon removal difficulties were encountered and insufficient stent apposition occurred. The target lesion was located in the right coronary artery. A 2.50 x 48mm synergy ii drug-eluting stent was implanted in the lesion; however, the physician encountered difficulty in removing the balloon out from the stent and it was noted that the stent was under expansion. To get the balloon out from the stent, the physician used different chronic total occlusion wires (as parallel wires) and another balloon using the parallel balloon technique and the procedure was completed. To ensure the patient's safety, anesthesiology was on standby in the cardiac catheterization lab. No further patient complications were reported and the patient's status was well and they were discharged. Device evaluated by MFR: synergy ous mr 2.50 x 48mm stent delivery system was returned for analysis. No stent returned due to implantation in the patient. The balloon cones were reviewed and no issues were noted. It was not possible to load the device fully on to a 0.014 guidewire due to the damage to the shaft polymer extrusion. The device was inflated to the rated burst pressure without any issues. The device deflated in 4 seconds, this is within measurement. The inflation device was verified before and after use using a druck pressure gauge. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found multiple inner/outer shaft polymer extrusion kinks. Inner polymer extrusion bunching was also noted 2 mm distal from the bi-component bond. No other issues were identified during the product analysis.